Event description:
Rn hung chemo (carfilzomib) after dual sign off with second rn. While rn was still at chairside, noted fluid leaking from the spinning spiros on the secondary tubing that came from the pharmacy, that was connected to the clave on the primary tubing. The secondary/chemo line is primed with saline, so first few drops that leaked out would have been saline. Rn closed all clamps and turned off the plum pump. Bag and tubing were returned to the pharmacy. Pharmacy put new secondary tubing on the carfilizomib, did not have to waste the bag. Upon hanging the new bag, the plum pump alarmed "proximal occlusion". Rn stopped the pump and notice clave appeared to be "pushed in". Rn changed out primary tubing line. Secondary line is 30 inch appx. 2.6 ml admin set w/20 drop in line drip chamber, chemo lock, additive port, spiros, w/ red cap (from pharmacy.) Manufacturer response for secondary and primary tubing, ICU medical primary plum set (per site reporter).